Event description:
It was reported that during a da vinci s prostatectomy procedure, a fragment from the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed one scissor blade (left grip) to be broken. The blade fractured at the cross section of the cable crimp and half of the crimp is exposed. The fracture plane is nearly straight. No other damage found.